Event description:
Hill-rom received a report from the account stating when lifting a patient for transfer to armchair, the sling loop broke causing the patient to fall. The lift location was in the patient's room at the time of the incident. The patient had two wounds that required stitches, one on the forehead and one on the scalp with a bruise. Neurological supervision and scan showed nothing to declare. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The product will be returned for manufacturer's evaluation. One of the check points in the general periodic inspection protocol for slings, (B)(4), states to check that the loop straps are approved. It is also state that if the product has one or more check points with the result "not approved" the product must not be used. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The visual inspection of the sling showed that the sling has normal wear compared to the age of the device. All 4 sling loops has been inspected, 3 have no visual wear while one loop has a clear cut. No signs of mechanical wear that could result in a breakage of the loop. The root cause is probably that the sling loop has broken due to a sharp cut from a knife or a scissor.